Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received an altitude alarm while attempting to replace the cartridge. Customer reported an elevated blood glucose level of 536 (mg/dl). Pump resumed insulin delivery and customer delivered a bolus stabilize bg levels.